Event description:
During a follow-up before an unrelated procedure, decreased sensing was noted on the right ventricular (rv) lead. The rv lead was capped and replaced during the unrelated procedure to resolve the event. The patient was stable.

Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, decreased sensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.